Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device code. This supplemental report was created to capture additional information.

Event description:
It was reported that this right atrial (ra) lead explanted due to product performance anomaly and a new ra lead of a different model was placed. No additional adverse patient effects were reported. Additional information indicates that this lead was explanted due to placement difficulty. This lead was sent for return but tracking number is unavailable. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead explanted due to product performance anomaly and a new ra lead of a different model was placed. No additional adverse patient effects were reported.